Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported from (B)(6) hospital that on (B)(6) 2018 the bd plastipak¿ leur lok syringe plunger was ¿leaking on the syringe which was filled with fluorouracil 1250mg at the dublin compounding facility. The hospital compounded the medicine themselves. There was no patient involved. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: one sample and five pictures have been received for investigation. Upon visual inspection of this sample, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. Upon visual inspection of the five pictures received it can be observed leakage past the stopper. No retained samples can be evaluated since there are not retained samples available for bulk references. Leak test according to iso-7886-1 annex d cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. DHR of lot 1605352 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Dimensional measurement is done syringe received. Dimensions for barrel, plunger and stopper meet specification limits. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Packaging: 1 box per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: unconfirmed. According to results from dimensional measurement we can confirm no manufacturing defect has been found in sample received and manufacturing record established that all production and quality processes were carried out normally.